Manufacturer narrative:
Additional information: the integrity device had been inspected before use with no issues noted. The target lesion in the proximal lad had moderate calcification, critical stenosis and high tortuosity. Lesion was pre-dilated. Resistance was noted advancing the device to the lesion and ¿a little bit¿ of excessive force was used. Another integrity stent of the same size was also subsequently used to treat the lesion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an integrity stent and tried to pass the stent through a curved stenosis without success. It was reported that the stent got stuck. When the physician removed the device it was deformed and damaged. The stent was not replaced, secondary medical approach with poba (sc) into the lesion. No patient injury reported.